Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v553425, implanted: (B)(6) 2010, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient had a revision of the left wires. The left battery was also replaced. The patient's indication(s) for use were essential tremor and movement disorders. The event date was what was listed in the source document, but it was unclear if it was accurate and when the revision actually occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.